Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an isolated out of range left ventricular (lv) pacing impedance measurement greater than 2,000 ohms. The impedance had been steady at 1,150 ohms. The patient had been feeling lightheaded. The patient was evaluated and all lv configurations were checked. Out of range impedance greater than 2,000 ohms occurred in two configuration; however, tip to can had an impedance of 665 ohms with normal thresholds and sensing; therefore, the lv configuration was changed. Additionally there was noise on the right atrial (ra) lead, but impedance, threshold, and sensing were all normal. The patient's ra lead is a competitor's product. The cause of the patient's symptoms were unknown and the physician planned to have the patient keep a journal of the symptoms and will later try to correlate with mode switches prior to performing any intervention.

Event description:
Additional information reveals that during the device evaluation there were a few inappropriate atrial tachycardia response episodes due to oversensing. The noise was able to be reproduced on the atrial channel with patient isometrics. The patient had an intrinsic rhythm coming through. There were no out of range atrial impedances observed while reproducing noise on the atrial lead. This patient will continued to be monitored.

Event description:
The device was subsequently returned for analysis.

Event description:
Additional information indicates that the patient's lv lead continues to exhibit out of range impedance measurements. The lv tip to can configuration is now also out of range. The patient was tested and all configuration except for lv tip to right ventricular (rv) coil were high. The lv capture is good and the pacing percentage remains high so there is no oversensing. The physician plans to continue to monitor this lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the left ventricular (lv) lead displayed loss of ventricular capture which lead to asystole of less than two seconds for the patient. The lead was also oversensing the previously reported noise. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported. It was reported that the device was not going to be returned for analysis.